Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope agvl 4, the image cut in and out. A delay in the procedure of a few seconds occurred as the customer switched to manual intubation to complete the procedure. No harm to patient or user was reported.